Manufacturer narrative:
We have not received the catheters back for evaluation since the devices have been discarded due to these devices being used in a hepatitis infected patient. However, we were able to confirm the reported incident for one device from the pictures of the defect provided to us. The proximal ligature was observed to have partially unwound. However, most of the proximal ligature were in proper position and were holding the balloon. The exact lot number of the catheters that were used in the procedure could not be determined. However, a review of batch records of the three most probable lot numbers (nse1942, nse1953, nse1947) that could have been used in the procedure did not reveal any discrepancies in the manufacturing process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from any of these lot numbers. At this time, we are inconclusive about the root cause of the defect. It is possible that the tension or the amount of glue applied during winding on this section of the ligature was not strong enough to prevent it from unwinding during the procedure. There was no injury or any impact on the patient's health as the result of this incident.

Event description:
The proximal ligature was found to have partially unwound during thrombectomy procedure in two of the novasil embolectomy catheters.